Event description:
It has been reported to philips that the an error appeared regarding geometry movements restarting intermittently. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, there was a delay in procedure. However, the procedure was continued by using the same system. The philips field service engineer (fse) inspected the system onsite and confirmed an error appeared while geometry restarting. Upon functional testing, the fse found that the issue was with hospital network. To resolve this issue, the philips engineer did mechanical adjustment, downloaded board software control module at the table and installed cisco firewall. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to hospital network. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.